Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the shattered internal lens was a component failure of the internal lens. The conclusion was that the issue was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the gynecology hysteroscope to the service center for a separate issue. During the device analysis, the service repair technician identified that the internal lens was shattered, and it was determined that the damage was caused by a failure of the internal lens component. There was no patient involvement.